Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, sensing and pacing problems were detected. Chest x-ray on (B)(6) 2019 showed rv lead perforation. The device was programmed off. The rv lead was capped on (B)(6) 2019, but due to patient health complications the rv lead could not be explanted. The procedure was halted and postponed for another date. The patient was recovering.

Event description:
New information received notes that the right ventricular lead has been explanted and replaced. The patient was stable after the procedure.